Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during fill. Home patient (hp) was in fill. The fill volume (fv) equaled 2990ml. The hp had solution in the final bag only. They bypassed to dwell 4 of 5. The bag had disconnected earlier and they ended therapy. They were referred to the registered nurse (rn). The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver and they said that they were not sure why the bag disconnected. They said it was their green, 2.5%, 6l bag that disconnected. They did not notice anything unusual with any of the previous supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.